Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain in low back, constant and persistent irritation at the battery site. Symptom has been progressively worsening. On examination, there was tenderness to palpation at the surrounding tissue at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Date of event: 2011. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain in low back, constant and persistent irritation at the battery site. Symptom has been progressively worsening. On examination, there was tenderness to palpation at the surrounding tissue at the ipg site. The patient will undergo an explant procedure.